Event description:
Customer reported patient had lipids infusing. Rn noted lipids dripping on the floor and air in the PICC line. Air did not reach the patient. PICC patency was maintained. Rn found the leak was coming from a cracked female luer on the IV set. No patient harm and no medical intervention required. Customer states no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer's report of female luer cracked could not be confirmed due to the product was discarded and not returned for failure investigation. The root cause of this failure could not be identified.